Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis therapy. A patient¿s peritoneal dialysis registered nurse (pdrn) called technical services regarding the cycler not draining the patient completely. The pdrn stated that the patient had to perform a manual drain of 2700 ml after therapy. The technical support representative advised the patient to discontinue use of the cycler. Follow up with the patient¿s nurse verified that the patient did not experience any injury or require medical intervention as a result of the issue. Treatment records were provided and showed that on the reported date the patient drained 1787 ml during cycler four. The patient drained a total of 4487 ml at the end of treatment, which is 242% of the patient¿s largest fill volume of 2002 ml. The patient received a replacement cycler and was able to complete peritoneal dialysis therapy without complication. Additional information was requested but is unavailable.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. The symptom ¿iipv (dv>200% of fv)¿ was not confirmed. A simulated treatment was performed and completed without any failures or problems. The cycler weighed fill volume values were within tolerance. The system air leak and voltage check passed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. The device was repaired and returned. Should additional relevant information become available, a supplemental report will be submitted.